Event description:
It was reported that the radio frequency (rf) programmer head cable had telemetry failure. The cable was replaced and returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of telemetry failure and the cable was replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).